Event description:
It was reported that the patient felt tired and fatigue and measured her blood glucose value with the result of 63 mg/dl at 6:25 pm. She went to the hospital which was directly close to her house. Within 15 minutes her blood glucose was measured with a professional meter and resulted in 550 mg/dl. The patient was hospitalized. There is no information available regarding the treatment or how long the patient was hospitalized.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.